Event description:
It was reported that the device was not recharged in 3-4 months; an overdischarge was reported. A physician reset was unsuccessful; the device was replaced on (B)(6) 2010.

Manufacturer narrative:
(B)(4).